Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) membrane ruptured. The intra-aortic balloon pump (iabp) had several helium loss alarms. The rn stated that he has not found any loose connections or kinks. No blood was seen in the tubing. A leak test was performed and the (iab) failed the leak test. The clinical support specialist (css) explained that the iab be immediately, removed. The iab was removed with no difficulties. Additional information: the patient expired but unrelated to the iab. The md cardiologist made the medical judgement. The patient had a 10% prognosis of surviving even with the iabp therapy.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "blood in helium pathway" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) membrane ruptured. The intra-aortic balloon pump (iabp) had several helium loss alarms. The rn stated that he has not found any loose connections or kinks. No blood was seen in the tubing. A leak test was performed and the (iab) failed the leak test. The clinical support specialist (css) explained that the iab be immediately, removed. The iab was removed with no difficulties. Additional information: the patient expired but unrelated to the iab. The md cardiologist made the medical judgement. The patient had a 10% prognosis of surviving even with the iabp therapy.